Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The system software was reloaded. The system operates as intended.

Event description:
The customer reported that the 8800 system was not saving images and that the patient information was mixed up. No patient injury was reported.